Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received on 13 oct 2025 from a 59 year old male patient with a medical history including end stage renal disease (esrd), who stated that he experienced shivers, numbness in his legs, and vomiting, during a home hemodialysis treatment on (B)(6) 2025 and was admitted to hospital at an unspecified time. Additional information was received from the home therapy nurse (htn) on 13 oct 2025 stating that the patient was hospitalized from (B)(6) 2025. The patient was admitted with symptoms of fever, back pain, and rigors, received morphine (route and dose not provided) and was subsequently diagnosed with pseudomonas bacteremia. Intravenous cefepime (dose not specified) via short bore central catheter (sbcc) was administered with a plan to continue after discharge for approximately six weeks. The patient was stabilized hemodynamically and discharged on (B)(6) 2025 in stable condition with plans to resume home hemodialysis.